Event description:
It was reported that the patient experienced a shocking sensation that about 'knocked him to the ground' and described the shock similar to a 'taser.' It was stated that the patient's right heel had been bothering him, so he 'cranked' the amplitude to 8.7 volts (from 5.0 volts) on the right side when the event occurred. It was noted that the patient was on program b when the shocking occurred and switched to program c; adaptive stimulation was not on. The reporter experienced another shocking sensation while speaking with patient services and was advised to turn off the device and seek help from their healthcare professional (hcp). It was stated that the patient's next appointment was not scheduled for 'quite some time.' It was also stated that the patient saw the battery icon on the patient programmer flashing. When the patient synced the patient programmer with the device during the call, the flashing battery was not seen. The patient planned to meet with the manufacturer representative.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012-, product type extension. (B)(4).